Event description:
Additional information-post operative diagnosis: left knee septic arthritis. Left knee poly exchange/ antibiotic beads. Significant tissue loss at the most inferior aspect of the capsule was noted and the prior sutures were cut and excised. Thorough debridement of extra capsular tissue was well as a thorough synovectomy and debridement of the intracapsular tissue was performed using electrocautery as well as a rongeur. The polyethylene liner was removed at this time and debridement of the posterior capsules was performed. The patient was then brought to the recovery room in stable condition. There is no additional information.

Manufacturer narrative:
D10.concomitants: 5233175 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5, 6089823 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t, 3009021250 a10012 - gps implant kit v2. H3. Investigation results-the cause of the patient¿s left knee septic arthritis and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient had a surgery for wound dehiscence one month previous to this event. Per the IFU: the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients should be informed that their weight and activity level may affect the longevity of the implant. Device was released appropriately. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2021. Approximately 1 month after the 1st revision the patient had a 2nd revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.